Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, integrated electro surgical unit (erbe) generator is reporting error messages c33, c00, after restarting the generator, it gave error m-12-8 indicating one of the pedals being pressed, site opened the drawer, restarted the generator, but error persists, and asked if they could disconnect the pedals from the erbe generator at the back, and the technical support engineer (tse) confirmed, advising they were not able to use them when working with a third party energy instrument. Site said they do use the bovie pen, but use the buttons on the pen, for activation. The m-12 error did no longer came up, but the c33 error did. The monopolar setting were still grayed out. Tse advised the customer to change the mode setting from swift to classic and see what was possible. The customer connected a bovie-pen and tested it, both coagulation and cut are working. Tse explained the difference in energy using the classic mode, and telling it is the surgeons decision to see if he wants to start the procedure like this. There is only a erbe generator vio3 as a backup generator in the operation room, but this one is not validated to use with the da vinci system. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to a generator defect leading to a voltage error causing error c-33. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.